Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the c-34 error. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. System was tested and verified ready for use. Isi did receive the iesu involved with this complaint and the reported failure was confirmed and reproduced on erbe connected to system. Remote logs confirmed the fault occurred in the field. Visual inspection found scratches on top cover of the unit. The error c-34 occurred during start-up and mono coag activation. The erbe unit that was placed on system and was run in normal mode. The measurement value for high frequency (hf) voltage was too small with on and found to be the root cause of the reported event. Blank MDR fields: the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the operating room (or) staff called intuitive, technical support engineer (tse) and stated that the erbe was faulting. Tse viewed live logs and found error c-34 on erbe generator. Surgeon had already converted to laparoscopic before calling. Tse asked or staff to pull the erbe generator power cord for over one minute, however, the fault c-34 returned on erbe power up. On 08-jan-2025, intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the surgeon was able to continue with robot using another generator. The procedure was completed robotically. There was no patient injury due to this event.